Event description:
Reportable based on analysis completed on (B)(6) 2011.it was reported that during a percutaneous coronary intervention treatment procedure, a no cross occurred.the target lesion was located in a severely tortuous and severely calcified right coronary artery (rca). The lesion was pre dilated with a maverick 3x12mm balloon catheter. The promus element 4x32mm stent delivery system was advanced to the lesion; however, it was unable to cross the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.this product is only ous approved but it is similar to an approved us device.however returned analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluation by manufacturer: a visual and microscopic examination identified stent damage. The stent had moved distally on the balloon and the distal edge of the stent was resting approximately 3mm proximal from the tip of the device. Struts throughout the proximal section of the stent were bunched together. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).